Event description:
It was reported that a security guard used a "wand directly over the patient's implant and after that the patient was having burning sensations." It was noted that the event occurred about three months prior to the report. The patient reportedly turned the device off for four days and went to the doctor. It was stated that the doctor evaluated the device and "said that everything was functioning properly." It was noted that the doctor turned the stimulation up on the device. It was stated that the "wand" had brought the patient's stimulation level down. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# va00hkg, implanted: 2012 (B)(6), product type lead. (B)(4).